Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. Attempts will conitinue to obtain additional information from the account. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The intraocular lens (iol) was received for inspection. Visual inspection shows a lens cut in half with one distorted haptic and dried contamination on the optic. The condition of the returned lens precluded measuring the diopter. Our investigation confirmed the original implant of 22.5 diopters was replaced with a 20.5 diopter lens of the same model suggesting this event was not caused by the iol. Information received from the reporter stated the incorrect diopter was implanted, no patient injury occurred during the exchange procedure. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A nurse reported the intraocular lens was exchanged with an unidentified lens 3 months after implant . Reason stated was incorrect diopter. Attempts to obtain additional information have to date been unsuccessful.